Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery, due to an unspecified reason. The existing pump and cylinder components were explanted and replaced. The reservoir component remains implanted in the patient. The explanted components are not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis. It was further reported that the patient experienced difficulty with pumping their pump due to a pseudo capsule around the pump. The patient was provided with additional instruction on how to operate the pump properly. The patient was reported to be doing well after he was educated on the use of the device.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery, due to an unspecified reason. The existing pump and cylinder components were explanted and replaced. The reservoir component remains implanted in the patient. The explanted components are not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.